Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The complaint alleged that water from the column went into the circuit tubing when used with comfort flo system and cannula. A check valve test was performed on the returned sample. The check valve discs in all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. The column to bottle valve opened and closed freely but the bottle to column dump valve was sluggish indicating a possible constriction. A column/bottle test was also performed. The returned column was connected to a concha water bottle in the correct positioning and punctured both upper and lower tubes into concha water bottle. The column filled to the bottom of the level sensing tube and stopped as expected. The column was then connected to a 2416 comfort flo circuit with 2411-04 neonate cannula using a 2lpm flow with no problems. Raised to 8lpm (maximum recommended flowrate) and let the pressure stabilize in the bottle and then put down to 4lpm. It was detected that the bottle to column valve did not move. When set back to 0lpm, the column filled to the top of the ports. Other remarks: the top cap of the valve was cut open and it was observed that the tube on the other side of the sluggish valve was filled with a thin layer of glue. Based on the investigation performed, the reported complaint was confirmed. A CAPA request (B)(4) been opened in order to determine corrective actions.

Event description:
The customer alleges that the concha column started bubbling up into the circuit. Huge amounts of water were pushed toward the patient's airway. The patient had no contact with the water. The system was changed without issue. No patient injury or harm.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned.the device history record of batch number 74l1501592 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.no corrective actions can be implemented due to the lack of the device sample to perform a proper investigation and determine the root cause.customer complaint cannot be confirmed due to the lack of device sample.

Event description:
The customer alleges that the concha column started bubbling up into the circuit. Huge amounts of water were pushed toward the patient's airway.the patient had no contact with the water. The system was changed without issue.no patient injury or harm.